Event description:
A tech reported that a vertical gas breakthrough (vgb) occurred during the creation of the flap in the pt's right eye. A contact lens was placed on the eye. The pt reported irritation and light sensitivity at four days post-op. Advanced surface ablation is planned at the six week post-op timeframe to provide the refractive correction. Add'l info received via telephone indicates that the laser is not implicated in the vgb. It is felt to be related to the need for a thin flap, as the pt had thin corneas.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).